Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier cannot be obtained.

Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited loss of capture. The patient experienced cardiac arrest and under-sensing resulting in delayed high voltage (hv) therapy was noted. Programming changes were performed to resolve the issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
Correction: section b2 - "required intervention to prevent permanent impairment/damage (devices)" should have been selected previously.